Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15g99, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported signs of infection and pus discharge occurred from the wound site. Surgical intervention was scheduled for (B)(6) 2016. It was noted that the consumer took steroid orally to receive treatment for rheumatism, and the hcp considered that the consumer could easily have infection. Pus discharge was conducted due to signs of infection and the consumer was then placed under monitoring. A lead explant procedure was performed as the consumer requested and the hcp considered the whole condition of the consumer and consumer's age. The issue was resolved. The consumer's underlying disease was noted as rheumatism.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.